Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms. Also, noise was observed on the rv lead in a stored episode. The patient subsequent was observed in the clinic. Noise and high out of range pace impedance measurements greater than 3000 ohms were able to be reproduced on the rv lead when the patient moved their left arm. It was suspected that the rv lead was compressed in the subclavian vein. Pacemaker device programming was changed, and the patient will visit again next month with an rv lead revision procedure expected in two months. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms. Also, noise was observed on the rv lead in a stored episode. The patient subsequent was observed in the clinic. Noise and high out of range pace impedance measurements greater than 3000 ohms were able to be reproduced on the rv lead when the patient moved their left arm. It was suspected that the rv lead was compressed in the subclavian vein. Pacemaker device programming was changed, and the patient will visit again next month with an rv lead revision procedure expected in two months. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Subsequent information indicates that this rv lead exhibited a lead conductor fracture. As a result, the lead was explanted and replaced. There were no additional adverse patient effects.